Manufacturer narrative:
An event of device explant due to paravalvular leak was reported. The device was received for investigation and no anomalies were found. The device passed functional testing both at the time of manufacturing and upon return to abbott. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. A non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. Temporary distortion of the stent due to external forces following aortic closure where the stent is not permanently deformed may also potentially explain the observed intraoperative valvular dysfunction. However, since it is not possible to determine whether there was any temporary intra-operative stent deformation and none of the other potential causes for nsvd could be confirmed except for a pvl, the exact cause of the observed valvular regurgitation cannot be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic supra valve chosen for a minimally invasive cardiac surgery aortic valve replacement (mics-avr). The valve was implanted. Approximately 30 min to 1 hour later, a leakage was noted around the center of the leaflet and confirmed in the echocardiogram (echo), when heart-lung machine released. The avr (aortic valve replacement) was performed again through thoracotomy. The 21mm valve was explanted and the annulus dilation was made and a new 23mm epic supra valve was successfully implanted. The patent was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.